Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery and an error code related to the fan/blower were observed in the device's event log. There was no reported patient involvement. The service technician recommended replacing the device's internal battery and blower to address the issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.